Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
It was reported that during a procedure involving the micro introducer 7f, a guide wire was inserted into the proximal segment of the left great saphenous vein, which exhibited mild tortuosity. The guide wire looped and formed a knot inside the vein, resulting in pain and removal difficulties. The orange screw did not screw properly and easily disconnected from the blue dilator. The guide wire was unable to be removed and required more force than normal for extraction. Surgical intervention was necessary, including a larger skin incision and the use of a hemostat to enlarge the access site for wire removal. Local anesthesia was utilized. The wire was ultimately removed successfully without vessel damage, and another wire was opened to continue the procedure. The issue was resolved. No patient complications have been reported as a result of this event.